Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they were not getting any stimulation because they had recent falls and they were getting shocks which has been happening in the last 2 weeks, and almost every day. Patient mentioned having an appointment with their pain management doctor on september 30 and was wondering if manufacturer representative (rep) could be there to readjust their settings. Agent redirected patient to their doctor, but patient said that they were advised to call patient services. Agent reviewed with patient the role of rep and still redirected patient to their pain management doctor. Agent sent a message to the field for visibility. Patient mentioned they had their stimulation adjusted before, but it was not helping. Rep responded to e-mail that they would reach out to the patient.